Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. Positive pressure was applied and a leak was noted. A further microscopic analysis confirmed a pinhole in the mid balloon body. The examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 8.0mm x 40mm, 75cm gladiator balloon catheter was advanced to dilate the lesion. The balloon was inflated; however, it ruptured at 18 atmospheres on the third inflation. The device was completely removed from the patient. No patient complications were reported and the patient's status is fine.